Event description:
The recipient is reportedly experiencing retention issues. Skin flap surgery is scheduled.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient's sore has healed. The recipient is currently wearing the device. This is the final report.

Manufacturer narrative:
The recipient reportedly underwent skin flap reduction surgery on march 28, 2019. The recipient's retention issues resolved. However, the recipient presented with bleeding at the implant due to retention being too tight. The recipient was advised to cease device use. The recipient is currently being monitored.